Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA. The instrument was returned without the clinical disposable loading unit. A quality assurance disposable loading unit was used to test the instrument and no abnormalities were observed. The reported condition could not be confirmed.

Event description:
The product was used during a lap chole procedure. Reportedly, the jaws scissored. The hosp has reported no pt injury occurred.